Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not cycle. There was no issue related to physical damage/abuse reported. The product fault occurred during preventive maintenance. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated: device evaluation: one device was received. A visual inspection found that the front panel is bent and the CPAP knob is cracked. During the functional testing, the customer reported problem could not be duplicated. The most probable cause is a faulty o ring in the input manifold. The customer requested the device back unrepaired. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.